Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'filter migration, vena cave perf, unable to retrieve, organ perf, bleeding, struts protrude out of lumen'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is unknown if the reported bleeding, pain or shortness of breath is directly related to the filter and unable to identify corresponding failure mode(s) at this time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report #3002808486-2016-01417 information was received identifying that the product was a cook inc. Product. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2013 due to a dep vein thrombosis and that attempts were made to retrieve the device in (B)(6) 2013 but were unsuccessful. Plaintiff is alleging migration, vena cava perforation, device unable to be retrieved, bleeding, organ perforation, filter incorporated into the vena cava, struts protruding outside of the lumen and filter struts displacement. Plaintiff further alleges the following: "severe chest, abdomen and low back pain that radiates into the right testicle; nerve pain; leg pain and difficulty lifting leg; sweating and shortness of breath. Normal pain is constant at a 6-7/10 pain scale, but increases to in intensity at time to a 9-10/10. Mr. (Plaintiff name) feels very disable when this hits and he cannot accomplish anything when his pain is that high."